Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event.

Event description:
It was reported, by the pt's wife, that 1 week post a coronary drug eluting stenting treatment procedure, the pt began to have chest pain. "He was evaluated and treated for a clot which has resolved. She also stated that "during the initial implantation, the pt experienced a tear in the vessel and was sewed up." The pt has 3 stents total, 1 taxus express2 2.75x16mm drug eluting stent and 2 non bsc stents. The pt's wife states she is concerned that a recent cardiac catherization revealed that "one stent is closing and another is bent." The caller declined to provide contact information for the implanting physician and does not want them contacted.